Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."

Event description:
It was reported that prior to a lap fundoplication procedure when instrument test was conducted by depressing shear button error code 5 alarmed. Instrument was retorqued and test button was used to test correction. Error code 5 alarmed again. Instrument and cable were disassembled and then reassembled. Instrument test was repeated by depressing shear button. Normal response to test occurred. Shortly into procedure error code 5 alarmed again. Instrument and cable were reassembled 3 further times without error being able to be resolved. A new instrument was opened and used without incident. No patient consequence.